Event description:
It was reported that a resection was performed during a laparoscopic myomectomy. During the procedure, the loop detached from its base. As a result, the surgery was prolonged to allow for retrieval of the detached loop and the required instruments. The device was subsequently replaced with a new loop. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).